Manufacturer narrative:
D4: corrected. D9: product received date 8/8/2025. H3/h6: one device was received for analysis of complaint of error code 41622. Review of event log shows five occurrences of error code 41622. No service history within last twelve months. Visual and functional testing was performed. Complaint was not confirmed through motor test and accuracy test. Motor rotation is normal, and both time strokes are in sync. Error code 41622 did not appear during the accuracy test. Event log shows five occurrences of error code but could not replicate the reported issue. Cleared error code. Opened the device to clean out the gears with compressed air and lubricated them along with the camshaft as preventative maintenance. Device passed all testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.